Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA (510k) #: k011028, k013227.

Event description:
It was reported that the implant at tooth site #14 fractured and was removed. The patient noted the crown was mobile. Dentist diagnosed fracture. Per indicated: surgical/ medical intervention required for permanent damage: no additional appointment required: not reported. Symptoms as a result of the event: abscess.

Manufacturer narrative:
MFR report number 0002023141-2020-02288 , section "d4: device UDI number" was submitted with UDI # (B)(4) tsvh13 in error. Associated lot # 62062602 was manufactured prior to (B)(6)2015. As a result, a UDI number is not required.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Bone debris presented on all around the implant. Pre-existing patient condition noted on the per was none. The reported device was being placed on tooth # 14 (universal) and was used for approximately 5 years 10 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). Customer did not provide any x-ray. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 62062602. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62062602) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.